Event description:
Event description cpi received information that this myocardial unipolar lead was removed from service due to a lead fracture. The physician elected to replace both the lead and implantable pulse generator (ipg) at this time.